Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.0/112 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
B5: the lens was removed due to low vaulting. Claim # (B)(4).